Manufacturer narrative:
This is one of (B)(4)manufacturer reports being submitted for this case. This complaint is for the ten patients that had moderate/severe aortic regurgitation. Please reference related manufacturer report no: 2015691-2020-11760, 2015691-2020-11761, 2015691-2020-11762, 2015691-2020-11763, 2015691-2020-11764.  The date of the event(s) is unknown. No date range was provided in this article. For this reason, the published date was used as the occurrence date. Article reference: guimarães l, ferreira-neto an, urena m, nombela-franco l, wintzer-wehekind j, levesque mh, himbert d, fischer q, armijo g, vera r, kalavrouziotis d, rodés-cabau j. Transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes. Int j cardiol. 2020 may 1;306:20-24. Doi: 10.1016/j.ijcard.2020.02.047. Epub 2020 feb 19. Pubmed pmid: 32139241.

Manufacturer narrative:
This is one of 6 manufacturer reports being submitted for this case. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the regurgitation is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), through the review of the medical article: ¿transcatheter aortic valve replacement with the balloon-expandable sapien 3 valve: impact of calcium score on valve performance and clinical outcomes". Corresponding author josep rodés-cabau. The following events were identified: multicenter study including 626 patients with severe as who underwent tavr with a new generation balloon-expandable thv (sapien 3) in three centers. Ten patients had moderate/severe aortic regurgitation, five patients had an annulus rupture, one hundred patients needed a new pacemaker, nine patients had a myocardial infarction, sixteen patients had a stroke and eight patients needed a second valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.